Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room (ER) due to lower left side cramps and receiving a shock from their implantable cardioverter defibrillator (ICD) system, which was implanted five days previously. Upon interrogation of the device, it was discovered that there were four nonsustained ventricular episodes all on the same day that exhibited noise and oversensing on the right ventricular (rv) channel with the fourth episode resulting in an inappropriate shock. There was also a low rv amplitude alert which occurred sometime in the five day period post-implant. It was also noted that the rv impedance had decreased from the impedance measured at implant. In addition, there was no rv capture observed at maximum outputs. The physician suspected a possible lead perforation and performed an x-ray which looked normal. The device was then programmed off and a revision was subsequently performed on this rv lead. The lead remains in-service. No additional adverse patient effects were reported.